Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that there was a cut in the tubing. Functional testing was performed which included pressure testing and clear passaged under water testing and a leak was observed from the damaged tubing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small pin hole was noted on the tubing of a clearlink system continu-flow solution set which resulted in a leak. The pin hole leak was located on the tubing between the sliding clamp and rolling clamp. This event observed during priming with lactated ringer¿s and prior to patient use. There was no patient involvement. No additional information is available.